Event description:
Caller alleged discrepant correlation inratio2 inr results. Results are as follows: date: (b)(6_ 2014, inratio inr: 1.0 and 3.7. Two (2) different inratio2 monitors, sn (B)(4) and sn (B)(4), were used with the same strip lot. However, the customer was unable to determine which monitor produced which result. The time between testing was less than ten (10) minutes. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending. The inratio 2 pt/inr pro monitor sn (B)(4) is being reported under a separate medwatch report number 2027969-2014-00138.